Event description:
The complainant alleged that during the biomeds routine preventative maintenance the unit displayed only half of the screen. The complainant indicated there was no pt involvement with this reported event.